Event description:
It was reported there was a volume discrepancy; the actual residual volume was greater than the expected residual volume. The patient's healthcare professional (hcp) had increased the patient's dose since implanting the device and no noticeable affect was noticed. The patient continued to report pain. During a refill session all 40 ml was aspirated from the pump reservoir. It was reported a dye study was going to be performed sometime next week. The device system was used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc lot# h815661710, implanted: (B)(6) 2012, product type: catheter. (B)(4).